Event description:
Manufacturer's representative reported patient found at home by home care nurse nonresponsive. Patient admitted to ICU and placed on respirator. Patient has had autonomic dysreflexia and seizures. Pump was read and same does was programmed 120 mcg of 1000 mcg/ml as it was at implant in february. Patient was not due for a refill. Patient had just had a foley catheter changed and does have an unhealed ulcer. Attending physician does not think the pump is involved but does want to stop the pump. Managing pump physician involved with discussion of attending physician regarding abrupt withdrawal from lioresal. The patient is being monitored in ICU.